Manufacturer narrative:
No products have been returned to medtronic for analysis. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that during annual inspection, the system failed physicist testing. The site found artifacts on the test images. There was no patient present. The field service engineer (fse) found that the physicist testing was not congruent with medtronic manufacturing specification, thus the discrepancy in their investigation. The site advised they had been using the imaging system with no issues since.